Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of the event is an approximation. On (B)(6) 2025, the patient reported experiencing nausea and vomiting. At that time, the dexcom cgm displayed a ¿low¿ glucose reading. No manual fingerstick (fs) blood glucose measurement was reported by the patient during this initial period. In response to the symptoms, the patient self-administered a glucagon nasal spray and contacted emergency medical services (ems). Upon ems arrival, a fingerstick blood glucose test was performed, yielding a result of 500 mg/dl. Upon arrival at the hospital, a subsequent fingerstick test showed a glucose level of 700 mg/dl. The patient was diagnosed with diabetic ketoacidosis (dka). No dexcom cgm readings were reported from the time of the fingerstick measurements onward. The patient received treatment with intravenous fluids and was hospitalized for six days. There was no documentation of further medical evaluation or intervention following discharge. At the time of this report, the patient was reported to be fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.